Event description:
Three days after pedicle screws were implanted rptr had unstoppable total body muscular convulsions, resulting in prolonged hospitalization, and "10 times" the medication of other pedicle screw recipients in order to be released from the hospital. Intense pain has yet to be gained control of through medications and therapy; all has failed. Normal lifestyle is nonexistent, such as sleeping and eating habits, walking, sitting, standing, etc. He is unable to perform or to attend any recreational activities.